Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the displacement test, self test, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No button error alarm noted upon testing. No unexpected rewind or insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive or motor anomaly noted. Motor was tested outside device and passed. However, device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the insulin pump down arrow button was slower to respond. Customer stated that insulin pump was louder when rewinding and taking longer to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.